Event description:
It was reported that a clearlink solution set underinfused. The reporter stated that this resulted in the infusion taking longer than expected. This occurred during infusion of cetuximab at 10 mg/min using a baxter infusion pump. There was no patient injury or medical intervention associated with this event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.